Event description:
There was a piece of tube noted under fluoroscopy during a procedure on (B)(6) 2025. The tube fragment was confirmed via abdominal xray and CT (B)(6) 2025 to be in the distal small bowel. The patient proceeded to surgery on (B)(6) 2025 for exploratory laparotomy to remove object noted from the (B)(6) 2025 CT. The pathology report of the object read "yellow-tan opaque object measuring 45.5 cm in length by 0.6 cm in diameter. Likely part of the gj mic key tube inserted back on (B)(6) 2024. The patient recovered from procedure and was discharged.